Manufacturer narrative:
This report 2029214-2026-00257/product event number (B)(4) is a duplicate and will be merged into report 2029214-2024-02019/ product event number (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause was not determined. There are procedural/ post-procedural imaging available on ag mednet. All the information provided is confirmed per site.

Event description:
Medtronic received a report that an adverse event occurred post-procedure that alleges a pipeline device involvement. The patient was undergoing surgery for treatment of a saccular aneurysm located in the left internal carotid artery c6 vessel sidewall. The aneurysm dimensions were reported as having a max diameter of 5.8mm, a 4.6mm neck diameter, a 4.6mm dome height, a 5.8mm dome width and the parent artery diameter was 3.2mm distal/4mm proximal. The access vessel was the femoral right. Not rist was used. Post implant specify significant stasis at the end of the procedure, complete neck coverage, and indicate aneurysm occlusion raymond and roy as class 3. The patients medical history included controlled hypertension. It was reported that the pipeline device was successfully implanted. Pipeline achieved wall apposition and there was ophthalmic side branches that covered by the pipeline. There was no device flattening or device twisting. The post-procedure ae (adverse event) was a stroke onset date (B)(6) 2025. The ae did not result in any treatment; hospitalization, blood transfusion, percutaneous intervention, surgical procedure and was not treated in another manner. The patient outcome status was recovering/resolved. There was no diagnostic procedure/test preformed. The ae was reported as not related to the disease under study. The ae did not result in a new or worsening of existing neurological deficits. It was indicated that the ae did not result from device deficiency. It was noted that an asymptomatic stroke was found on imaging following the treatment of an aneurysm on the contralateral side from the index aneurysm. The site seriousness assessment (sade) reported nothing was present. The site related assessment reported nothing related to antip latelet medication, retreatment procedure, rist catheter, study device, or the study procedure. The sponsor assessment (oc muo) provided comments as possibly related to appointment regimen and it was indicated that it was not related to index procedure or study device. The sponsor also could not determine the severity of the stroke due to minimal/missing information. Ancillary devices include a guidewire, balist guide catheter, phenom plus, and a phenom27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.